Manufacturer narrative:
Device manufactured between december 16, 2020 to december 17, 2020. The actual device was not available; however, fourteen (14) companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed on all the devices; and a leak at the spike port bonding area was observed in two of the samples. The reported condition was verified in two samples. The cause could not be determined; however, the most likely cause was due to inadequate or lack of cyclohexanone being applied to the cap tubing when it was inserted to the spike port during the manufacturing process. The remaining twelve (12) samples were not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked. The event was further described as; leaks occurring at the seam. This issues was identified during setup and preparation prior to patient use. There was no patient involvement. No additional information is available.